Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17449. It was reported that the patient presented for explant of the pulse generator and right atrial lead due to endocarditis. The patient was not pacemaker dependent and was in stable condition.